Event description:
It was reported that the patient was "not healthy" after pump placement, however, the pump was functioning fine. It was later indicated that the cause of the event was due to possible incision infection after pump implant. It was noted 6-8 weeks after pump replacement, the patient experienced redness and swelling. It was noted that there were "results on antibiotics". No further information was provided about this. It was indicated that the pump was replaced but it was unclear of the exact replacement date. The outcome of the patient was reported as recovered without sequelae. The drugs delivered via pump were morphine, clonidine, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).